Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the electrodes on the device were not being detected by the generator. The procedure was cancelled and rescheduled for a later date. It is unknown at this time if anesthetic was used.